Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that the securing mechanism of a four level ozark plate disengaged causing two ozark screws to back out at that same level. There has been no adverse consequence to the patient and revision surgery is not planned.

Manufacturer narrative:
Correction to d3 and g1: updated from stryker spine-leesburg to k2m, inc. Visual inspection: x-ray image of the construct was inspected and confirmed to have significant screw back-out at the caudal-most section. Dual screw cover could not be located on the image so fracture could not be confirmed but did appear to have occurred. Functional inspection, dimensional inspection, and material analysis could not be performed since the device was unavailable for investigation. Review of the device and complaint history records could not be performed as a valid lot code was not provided nor obtained since the device associated with this event was not returned. The patient has not reported any signs of pain or other issues and is not scheduled for revision surgery. The ozark view and guide cervical plate systems surgical technique was reviewed and the following relevant information was identified: the ozark plates feature an integrated titanium alloy locking cover to prevent screw back out. After screw insertion, engage the locking cover by inserting the size 10 tapered driver into the screw cover and rotating clockwise 90 so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. If screw realignment or removal is necessary, use the size 10 tapered driver to rotate the screw cover 90 counter-clockwise so that the locking cover no longer covers any part of the screw. Continue to remove the screw with the size 10 tapered driver attached to the spin top handle, or the size 10 threaded driver attached to the torque limiting handle, 12 in-lbs. Note: plate geometry should prevent the locking cover from rotating beyond the intended 90. Do not rotate the locking cover past the clockwise stop on the plate. It is unclear what caused the dual screw cover to fracture and a root cause for the issue could not be determined due to insufficient information.

Event description:
A physician reported that the securing mechanism of a four level ozark plate disengaged causing two ozark screws to back out at that same level. There has been no adverse consequence to the patient and revision surgery is not planned.